Event description:
It was reported that during the implant of this right ventricular (rv) lead exhibited impedance issues and high capture thresholds. Subsequently, a computed tomography(CT) scan was performed, and an epicardial effusion was confirmed. The patient was hospitalized, and an echocardiogram showed a rv lead perforation. The patient underwent a revision procedure and this lead was successfully repositioned. No additional adverse patient effects were reported. This product remains in-service.